Event description:
The customer reported the cine function failed to operate, thereby a losing subtraction, road-mapping, or other critical vascular cine functions. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. The system operates as intended.